Event description:
It was reported that during a coil embolization treatment procedure, there was difficulty deploying the coil. The target vessels were the pulmonary aortic valve leaflets. A 20mm x 40cm .035 interlock cube idc coil was used for the procedure. The coil was inserted through a non-bsc diagnostic catheter. The coil was being deployed into the target vessel; however, the last 8cm of the coil would not exit the catheter. Several attempts were done to completely deploy the coil but this was unsuccessful. The coil was then pulled back into the catheter; however, about 10cm of the coil would not pull back into the catheter due to significant resistance. The coil then became detached in the catheter. Flushing was done in an attempt to completely flush the coil from the catheter; however, this was unsuccessful. A non-bsc balloon and a dilator were then used to push the coil out and it was deployed successfully. It was noted the coil became damaged on the proximal end during the attempts to deploy. The procedure was completed with .018 pushable coils. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).